Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation that could contribute to the retention of foreign material and the facility reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient cleaning/reprocessing. The event may be prevented by following the instructions for use which states: chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system ¿8 inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. (A)inspection of the water feeding function ¿1 cover the spray valve hole with your finger¿. ¿2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿(b)inspection of the spray function ¿1 cover the spray valve hole with your finger¿. ¿2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a defective image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, a foggy image occurred due to damage to the objective lens. The device evaluation found that the nozzle had foreign objects. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no delay in the start of pre-cleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. The customer wiped / brushed the air / water nozzle with clean lint-free cloths / brushes / sponges, the customer flushed the air / water nozzle with the detergent solution. Additional findings include the following: the adhesive on the bending section cover had a crack / white-clouded area, the paint on the air / water cylinder was peeled, the paint on the suction cylinder was peeled, switch 1 had a scratch, the image guide protector had a scratch, the universal cord had a wrinkle, the protector of the universal cord on the control section side had a scratch, the protector of the universal cord on the scope connector side had a scratch, the adhesive around the objective lens had a white-clouded area, the objective lens had a scratch, the adhesive around the light guide lens had a white-clouded area, and the connecting tube had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.